Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 and (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. The patient's blood glucose level was 250 mg/dl at the time of the event. Moreover, the infusion set had been used for about two hours and other upon insertion. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.